Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient was given medication to treat the condition. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received information that the restricted leaflet motion of this 25mm mitral pericardial valve was detected in echo on postoperative day four (4). This device was originally implanted for mitral valve replacement to correct mitral regurgitation. At implant, there was no problem detected at the water regurgitation test, and also there was no suture looping observed. The patient was connected to percutaneous cardio pulmonary support. After weaning off from pcps on postoperative day four (4), the echo showed that the leaflets were not fully opened and 10mmhg of mitral pressure gradient. The patient status was reported as ¿under treatment¿. The device was not returned for evaluation as it is remained implanted in the patient. The echo was not provided by the hospital. Multiple cardiac surgical procedure: aortic valve replacement with a 19mm aortic valve and tricuspid annuloplasty with a 28 mm annuloplasty ring at implant. The surgeon is thinking that the leaflet restriction maybe due to the valvular thrombus and added some anticoagulant agents to the patient.

Manufacturer narrative:
Reference CAPA-20-00141.